Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a change in therapy. The patient mentioned she had not connected her programmer to her ins in 6 months. She had a shoulder replacement surgery on (B)(6) 2019 and since the procedure, she had been going to the bathroom every hour. Patient service had the patient connect to her ins and verified the device was on. The patient was able to increase the stimulation and stated she is feeling stimulation comfortably. There were no further complications reported as a result of this event.